Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving dialudid 200 mcg/ml at 85 mcg/day via an implantable pump. The indication for use was non-malignant pain. The healthcare provider reported that the patient came into the hospital due to altered mental status. Per the reporter, they had called the company representative to interrogate the pump and turn off the pump for an MRI. The healthcare provider stated that it was now ok for the pump to be restarted and wanted to contact the local representative. Additional information was received from the healthcare provider via the company representative on 17-aug-2022 who reported that the ER (emergency room called early on 17-aug-2022 stated the patient was admitted on (B)(6) 2022 in an altered mental state. The healthcare provider had described it as overdose symptoms. The environmental, external or patient factors that may have led or contributed to the issue was noted as ¿n/a¿. The diagnostics and troubleshooting performed was the patient was administered a small dose of narcan in the ER and quickly became mentally aware. They interrogated the pump the morning of (B)(6) 2022 to get the patient's intrathecal dose which was 85 mcg per day of hydromorphone. No motor stalls seen. The healthcare provider determined the dose was not enough to cause an overdose and no changes were made. The actions and interventions taken to resolve the issue was noted as ¿n/a¿. Surgical intervention did not occur and was not planned. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.